Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the off no power, self test, unexpected restart, displacement, rewind, basic occlusion, and excessive no delivery alarm tests. No unexpected restart alarms were noted during testing. The motor error alarm was noted during the basic occlusion test the compromised force sensor system alarm was noted during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was 117 mg/dl. Customer stated that alarm appeared during normal use. Customer was unable to perform any action on the pump and cannot clear the alarm. The customer was advised that the device would be replaced.